Event description:
The iab leaked at the sheath/sheath hub junction. The iab and sheath were not returned to datascope for eval. They were discarded by the facility. (Event complications: none from the event-reported 3/17/98.) (Pt's current status: unk-rpt'd 3/17/98.)